Event description:
The customer reported to baxter corporate product surveillance of a no flow on the upper y-site on (B)(6) 2010 with a clearlink continu-flo solution set. The nurse attempted to flush with a saline syringe, but flow could not be established. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation; however, it is not yet complete. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample arrived out of the pouch primed with an excelsior medical 10ml zr 0.9% sodium chloride flush syringe attached to the first clearlink y site. It was noted that the regulating clamp was in the closed position. The sample was spiked into a 1000 ml solution bag containing reverse (B)(6) water and re-primed. The plunger of the syringe was then manually activated with full depression noted. The syringe was completely emptied. The second y site was then checked for flow by attaching a (B)(4) secondary set spiked into a 500ml solution bag also containing reverse osmosis water. It was noted that the second y site also flowed normally. Both clearlink valves were then visually inspected under a microscope and both valves appeared normal. Because both y sites functioned normally, the complaint will not be confirmed. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. No assignable root cause could be determined.